Event description:
Customer reported an issue between the dpm 7 monitor and its parameter module, which may have affected primary monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included reconnection of the loose cable between the main board and front panel. Problem resolved.